Event description:
The patient was enrolled in the heal-laa study on (B)(6) 2023 with patient identifier (B)(6). It was reported that thrombosis occurred. The patient underwent a left atrial appendage (laa) closure procedure on (B)(6) 2023 with successful placement of a 31 mm watchman flx pro laac device with 2 mm jet size laa seal and deployed device diameter of 26.4 mm. The patient was discharged the next day on a medication regime of warfarin and aspirin. On (B)(6) 2024, 338 days post index procedure, a computed tomography (CT) scan was performed which revealed a small leak of 3-4mm and a large protruding layered thrombus (33mmx14mm) on the anterior to middle aspect of the top of the closure device. At the time of reporting, the patient was on a medication regime of aspirin and clopidogrel. During this time, no action was taken. On (B)(6) 2024, 344 days post index procedure, the patient presented for protocol scheduled 12 month follow up visit. During the follow up visit, transesophageal echocardiography (tee) assessment revealed device position in left atrial appendage was found to be at ostium, which was (plane of maximum diameter is within 2mm of the desired ostial plane) and largest residual jet size noted around the device was 4mm. No interventions were performed to close the leak. No pericardial effusion and no residual atrial septal shunt was noted. Left ventricular ejection fraction was 65%.